Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed there was a gap between the acoustical lens and the ultrasonic probe but the cause for the gap could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, t-nut loose, due to damage on biopsy tube, water tightness lost, bending section rubber adhesive discolored due to wear of angle wire, bending angle in left direction did not meet the standard value, and universal cord wrinkled. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis exera ii ultrasound gastrovideoscope, leaking was noticed. Upon inspection and testing of the customer returned device, gap was found in the adhesive on the distal end and stain entered inside the lens through the gap. In additional, there was a gap between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.